Event description:
The customer states that the image went black during a case. No patient injury was reported.

Manufacturer narrative:
The ge service rep found excessive "camera defects errors" in the debug log and ordered parts to fix the unit. He replaced the camera and performed a camera alignment then replaced the ip board, ac power cord, hand switch and footswitch. He verified the tracking and beam alignment and cleaned the workstation filters. The rep tightened the generator wheel covers and cleaned the collimator cover then centered the collimator and calibrated. The unit is functional and operates as intended.